Manufacturer narrative:
(B)(4) date sent: 5/24/2024 batch # unk a manufacturing record evaluation was performed for the finished device pcee45a lot number a9d19h and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during surgery, the stapler was fired, the blade went out but did not come back. The jaw would not work. Multiple events were attempted. Emergency release was used to release and the jaws opened. This was the first firing. Case was completed for the rest of the case. No patient harm was reported.

Manufacturer narrative:
(B)(4). Date sent: 6/13/2024. D4: batch # 412c92. Investigation summary : the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pcee45a device was returned with no apparent damage and with one gst45b reload loaded on the device. The reload was received fully fired. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test reload, however, did not achieve, and complete firing sequence due to the reverse button was noted to be broken. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, it was confirmed that the reverse button was found to be broken. Causing intermittency at the moment to actuate the switch to returned position. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch as part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what may have caused the reverse button to be damaged. A manufacturing record evaluation was performed for the finished device batch number 412c92, and no non-conformances were identified.